Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and pre-decontamination findings. Updated b6, b7, and h6 device code. Per pre-decontamination evaluation observations, the valve was received inside a surgical valve in a jar full of solution. No calcification was observed on the x-ray image. Host tissue on the stent circumference of the surgical valve was moderate at the inflow and outflow aspects. Host tissue overgrowth on leaflet 1 and 2, creating a gap in the central coaptation region. The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Imagery was reviewed a nd following observations were made: the valve was explanted, and host tissue was unable to distinguish due to cover with tissues, chords and blood. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve host tissue was confirmed based on returned device evaluation. A review of the DHR. Lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was implanted in tricuspid position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical and transcatheter bioprosthesis aortic valve, surgical bioprosthesis mitral valve and native mitral valve with an annular plasty ring replacement only. So, it was considered an off-label operation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''it was a valve in valve case of 29mm sapien 3 valve in a 29mm perimount in tricuspid position. Two weeks post-implant, patient presented dyspnea again. Two months and ten days post-implant, the patient was re-operated as there was indication of stenotic valve. The valve-in-valve was explanted and a magna mitral 7300tfx was implanted''. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected''. However, the exact root cause for the formation of host tissue is unknown at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in sweden. As reported, it was a valve in valve case of 29mm sapien 3 valve in an edwards surgical valve in the tricuspid position. Two weeks post-implant, the patient presented dyspnea again. Two months and ten days post-implant, the patient was re-operated as there was indication of a stenotic valve. The valve-in-valve was explanted and an edwards surgical valve was implanted.